Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: no eval inf. Available. Picture showed broken frame part. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Frame broke at weld.